Event description:
The customer stated that an elevated architect stat troponin-I result of 0.24 ng/ml was generated. The patient was admitted for observation. The patient was retested at 6 hours and a result of <0.01 ng/ml was generated. The original sample was retested and a result of <0.01 ng/ml was generated. The customer uses a cutoff of 0.01 ng/ml. There was no report of adverse impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed a falsely elevated architect stat troponin-I result. Since the lot number was unknown, accuracy testing of a representative lot (29018un14) was reviewed to demonstrate acceptable assay performance. Accuracy testing was completed using retained kits of architect stat troponin-I reagent lot 29018un14. Acceptance criteria was met which indicates acceptable product performance. Customer complaint data was reviewed and no adverse trends were identified. The architect stat troponin-I reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.